Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display due to critical pump error alarm. The insulin pump was also received with broken belt clip rails, missing serial number label, stained keypad overlay, and stained end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 254mg/dl at time of incident. Customer states the pump has a critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.